Manufacturer narrative:
Additional information: according to the received information from the field, in situ measurements showed three channels with hi status due to currently undetermined reasons. Reportedly the recipient is doing fine. Thus, the device remains implanted and in use.

Event description:
The users hearing performance with the device is affected. The speech performance in noise is poorer in this ear than on the contralateral side. There is no plan for revision at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users hearing performance with the device is affected.